Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a bilateral breast surgery with implantation of two 400cc mentor memorygel breast implant. Post-operatively, the patient experienced bilateral lateral displacement and migration resulting in the prostheses moving further apart. Daily activities, such as lying down, have caused the left breast prosthesis to fall under the armpit. Other types of movements were observed to cause air pockets. Furthermore, severe deformity occurred with basic movements, such as when the patient is brushing their teeth. The patient is concerned that the healthcare professional incorrectly created the breast pocket during surgery. Lastly, the patient desired implantation of moderate plus implants, yet high profile prostheses were implanted. A mammogram was conducted, and no abnormal results were observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-13309 for the contralateral event.